Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump has been "losing time". Reportedly, the customer has had to adjust the pump time multiple times due to the time being inaccurate. Customer experienced fluctuating blood glucose levels (32-500 mg/dl), and large ketones. Customer addressed low bg levels with orange juice and glucose tablets, and delivered a bolus to address elevated bg levels. Customer reported they have back up manual injections for continued insulin therapy.